Event description:
It was reported that when attempting to final tighten a 2 level rod and screw construct, the surgeon was unable to tighten down the blocker enough to completely stop the rods from having micro movement.

Event description:
It was reported that when attempting to final tighten a 2 level rod and screw construct, the surgeon was unable to tighten down the blocker enough to completely stop the rods from having micro movement.

Manufacturer narrative:
The device was returned, and the reported event could not be confirmed. Upon visual inspection of the returned device, the tip seemed slightly deformed and rounded off. Functional and dimensional inspection were performed. The instrument was able to be tightened to the required torque without additional lubrication. As the reported event could not be confirmed, a definite root cause cannot be determined.